Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The reported problem of 'occlusion' was recorded in the event history log (ehl) review as '"downstream occlusion"' messages, but it was not duplicated during evaluation. The device was found to be within specification during testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. The "downstream occlusion" alarms in the log were likely a result of normal pump operation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion in 2 different times: by the end of a blood transfusion, the pump alarmed "upstream occlusion". There was about 10 ml left in the bag and by the end of an antibiotic, the pump alarmed once again "upstream occlusion. There was volume left in the secondary bag (antibiotic). The nurse confirmed that the bag was set at the right height and that there were no kinks and no closed clamps. The event happened during patient infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.